Event description:
Related manufacturing reference: 3008452825-2018-00432. During a right pulmonary vein contraction procedure a pericardial effusion occurred. Following ablation in the right atrium, after the patient was transferred to the recovery room, echography was performed. An effusion was observed and when checked again had not improved. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.